Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 9/16/2024. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of foreign material at the air/water channel was confirmed, however, the foreign material could not be identified. The possibility was raised that white foreign material was antifoam agent containing simethicone. There was no report that the channel was deformed or broken. The burnt distal end cover was also confirmed. It was presumed that the suggested event occurs in cases in which high-frequency endo therapy accessories are used without sufficient distance from endoscope distal end. The customer did not respond to the 3 good faith effort (gfe) inquiring if they used high-frequency endo therapy accessories. The root cause to both events could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): operation manual_ insertion_ air/water feeding and suction air/water feeding_ warning:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Operation manual_ using endotherapy accessories_ high-frequency cauterization treatment. Warning: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited white foreign objects in the air/water cylinder and a burned probe cover. There were no reports of patient involvement.